Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2013 with the following findings: confirmed that the pump booted to the verify screen with dim pink contrast. Unrelated to this complaint, there's a crack along the battery compartment extending from the fingerpad to the case seal. The keypad is peeling at the contrast button. The contrast button is unresponsive. The ok, down, & ok buttons respond properly. Removed the keypad and found the contrast button contact missing. Also found contamination under the up, down, & contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.